Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: inratio: 0.8; reference: 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio tests with lab results provided by end-user at time complaint was filed: inratio: 0.8; reference: 1.6; mean: 1.20; confidence-limits: 1.0-1.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. As of today, products associated to this complaint are not expected to return. In-house accuracy test: test date: donor-3 (2009); donor-4: two days later. Meters retained strip ln: 213040a. Comparative sys: sysmex 560. 2 therapeutic donors. In-house accuracy test: results (213040a). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two outof three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, no further action is required. No product deficiency was established. Products associated to this complaint are not expected to be returned.